Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, tortuous mesenteric artery lesion with 90% stenosis. A 6x15 mm herculink elite balloon expanding stent (bes) was advanced to the target lesion. However, the bes was unable to cross the entrance of the lesion. While pulling back the bes into the coronary guide, the stent became dislodged from the delivery system. The physician then used multiple balloons ranging from 2 mm to 6x20 mm to deploy the stent in the left external iliac artery. The procedure was then aborted. There was no clinically significant delay in the procedure. No additional information was provided.